Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous, indicating a fractured or broken conductor. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.

Event description:
It was reported that this lead was an attempted implant. After placing the lead into the right ventricular (rv) septum, the parameters were not satisfactory. The helix was retracted in order to re-position the lead and subsequently the helix would not fully extend. The lead was removed from the patient and the problem persisted. It was decided to exchange the lead and the procedure was successfully completed without adverse effects. The lead was received for analysis.